Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called and reported the insulin pump alarmed to indicate a compromised force sensor system. The drive support cap may have been sticking out. The customer's blood glucose was 102 mg/dl. The device had not been bumped or dropped. It was advised to discontinue use of the insulin pump. The customer did not agree to return the device for analysis.